Event description:
The customer reported "twice has not downloaded, cycled, downloaded with a delay of 6/2 + hours has not been changed, time is not updated".there was no report of patient involvement.